Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the event has resolved due to the reprogramming worked. The pump would remain implanted. No pump exchange was planned so far. There was not an exact date known for implant date, but is due to be replaced by replace date (B)(6) 2029.

Manufacturer narrative:
B3 correction: the date of event was corrected from 2024-may-07 to 2024-apr-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal with concentration 1,000.0 mcg/ml at a dose rate of 161.9 mcg/day and morphine with concentration 5,000.0 mcg/ml at a dose rate of 809.7 mcg/day via implanted infusion pump. It was reported that the patient's pump alarmed after a refill. There was no MRI and the patient was in a normal environment. The pump was reprogrammed and the issue resolved. No surgical intervention occurred. The patient's age, gender, weight, and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury. Additional information was later received via a company representative on (B)(6) 2024. The following occurred as per the logs provided: (B)(6) 2024 16:04 ¿critical alarm regarding pump motor stall, (B)(6) 2024 16:04 ¿ critical alarm regarding pump stopped for more than 48 hours, (B)(6) 2024 12:35 ¿ cancelation of pump motor stall (motor stall recovery), and (B)(6) 2024 13:42 ¿ event status cleared. Also, per the logs, service code 234 was indicated regarding a warning for pump stopped for 307 hours and 51 minutes in addition to service code 232 regarding warning of underdosing possible regarding pump stopped. It was further reported that the pump was running without any additional alarm since (B)(6) 2024 13:44.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider did not know if the patient had magnetic resonance imaging performed on (B)(6) 2024 regarding the motor stall.